Event description:
A customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement lid. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The serial number originally provided by the customer (sn: (B)(6)) was for a lpcr plus device, rather than an lpcr2. When asked to confirm the serial number, the customer provided a new serial number (sn: (B)(6)) which is not an existing serial number in stryker production records. Based on the description of the reported issue, it is expected that this is related to an lpcr2 device. Investigation is not possible due to the incorrect serial number, so the reported issue cannot be confirmed and root cause cannot be determined. The device has not been returned to stryker for evaluation. The customer has received a replacement lid and battery to resolve the issue. The device remains in service with the customer.

Event description:
A customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4, serial number of the supplemental medwatch report indicates (B)(6). Section d4, serial number of the supplemental medwatch report should indicate (B)(6).

Event description:
A customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.